Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 22.2 mmol/l (399.6 mg/dl) while wearing the pod for between 25 and 36 hours. The patient was not feeling well and took a shower. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient's mother applied a new pod and took the patient to the emergency room. The new pod was left on at the hospital and was removed by the doctor after 8 hours of trying to use it to correct the bg levels. The patient was given potassium, glucose and an insulin drip for treatment. The patient was discharged after approximately 52 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.